Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that the patient underwent a successful shoulder procedure with the use of 2 healix br anchors for fixation on (B)(6) 2011. At some time subsequent to this surgery, the patient presented with pain, clear discharge and redness around the wound site. On (B)(6) 2011, the surgeon removed the "vicryl" sutures used to close the wound site; cultures taken and site cleaned; cultures were negative. Patient's issues persisted and on (B)(6) 2011, the patient underwent another surgery at which time the surgeon removed the 2 healix fixation devices. This is all of the information made available to mitek at this time; there are questions out for further detail and clarity.

Manufacturer narrative:
Mitek received and visually evaluated two healix br anchors: although the anchors exhibit signs of having been in the body, they are intact and without damage or flaws; we cannot tell anything from this. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Additionally, a review of all other devices that accompanied this device/lot in the sterile load, were reviewed in the complaints system for similar reports: (B)(4). We cannot discern a root or underlying cause for the reported event. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.